Event description:
It was reported that an ilet pump displayed repeated restart alert 41 while the customer was attempting training, with no cartridge or connector attached, and the device restarted multiple times, leading to a replacement of the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact on the user¿s health and continuation of glucose monitoring with dexcom as instructed. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.